Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 22 mg/dl. The cause of low bg was unknown. The customer lost consciousness, fell, hit their head and hurt their back because of the low bg level. The customer received third party assistance from paramedics, who provided intravenous therapy (IV) and gave glucose gel to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.